Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary of analysis indicated apparent explant damage.

Event description:
It was reported that the patient had an accident with their bicycle and following the accident, an alert was triggered. A follow-up check indicated the lead was possibly fractured with high thresholds, lower sensing than what was noted at implant and high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.